Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they were so sorry they got the implant and wants the device out, but they can't travel all the way to their original implanting doctor again as they were too far away. Patient clarified the stimulator hadn't helped at all, and they'd had a hard time with the "monitor", but then said if works at all it doesn't help the pain and all it might do is sometimes they would get a buzz or zap from the implant. Patient mentioned they were not told by their current healthcare provider (hcp) that patient would have to go out of town to have the implant implanted, and then was told they'd only have to travel to that implanting doctor once and would follow up with their current hcp after. However once patient had the device put in, they were told since a different hcp put the implant in, they'd have to follow up with them. Patient said they were not travelers and could not travel all the way back to their implanting hcp again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.